Event description:
It was reported that the patient experienced dizziness and vision blurriness. The patient was admitted in the hospital and the physician noted that the issue was unlikely to be device related as the symptoms were still present despite stimulation being off. The patient was discharged from the hospital and it was noted that the severity of the symptoms had lessened.